Manufacturer narrative:
Product complaint #: (B)(4). His report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting a fractured corail hip stem unknown side. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the hip femoral stem corail presents sings of organic material and what appears to be bone ingrowth adhered to the fixation surface. Additionally the device was fractured from the neck section, the fractured fragment was returned assemble with the femoral head. The majority of the fracture surface exhibited fatigue characteristics, which is consistent with clearly a low stress high cycle fatigue. There is no indication that a material or manufacturing issue has caused or contributed to the reported event. However, a definite root cause cannot be established due to there being multiple factors that may influence implant failure. Consideration must be given to all potential influences including but not limited to surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [3l92513 / 5021531] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the corail2 std size 13 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 19/01/2010. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: december 2014. 5) IFU reference: w90942. Device history batch: null. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 19/01/2010. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: december 2014. 5) IFU reference: w90942. H11 additional narrative: added: d10 (concomitant), h4. Corrected: d3, d4 (expiry date, primary UDI number), g1 (manufacturing site name), h3.

Event description:
It was reported that patient had a postoperatively fractured corail hip stem, unknown side. Hip cup and hip inlay were competitor products patient had previously been revised on (B)(6) 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 1. Can you confirm what is the allegation against *hueftkopf keramik 12/14 st (1) (st) 9111122 biolox chargennummer 2365942 ? -> no there has been no allegation.